Event description:
Same pt as MFR report #: 6000089-2007-01237. Clinical trial. It was reported that 1835 days following a coronary artery stenting procedure the pt presented with in-stent restenosis. The target lesion was located in the 1st obtuse marginal (om1) with 80% stenosis, a length of 20mm and reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 24mm express2 bare metal stent and post-dilatation with 20% residual stenosis. One day post-procedure the pt began to experience shortness of breath and chest pain and was diagnosed with a myocardial infarction. The pt was discharged two days post procedure on protocol doses of asa and clopidogrel. The pt was admitted 1835 days post index procedure due to two weeks of ongoing chest pain and shortness of breath. Myocardial infarction was ruled out with serial enzymes. A stress test the next day revealed abnormal myocardial perfusion with mild to moderate anterolateral fixed perfusion defect and partially reversible inferolateral and lateral defects. Mild resting inferolateral and lateral wall hypokinesis was noted. Per source, the anterior wall defect was not noted on a study dated pt also had acute renal insufficiently with a creatinine of 1.8. The ramus was treated with balloon angioplasty and a cutting balloon with residual stenosis of 5%. Attempts to cross the circumflex with the wire were unsuccessful. The pt was discharged six days after admission on asa and clopidogrel. The investigator assessed the relationship of the reintervention to the index procedure as unrelated, definitely related to a prior co-morbid condition, and unrelated to the study device. The clinical events committee adjudicated this event as study stent/procedure indistinguishable in 2007.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.